Event description:
Patient had medtronic spinal cord stimulator placed in 2008. She had difficulty charging her stimulator, x-ray showed stimulator was inverted and therefore not charging properly. In the next month, she had outpatient surgery for revision of malpositioned generator. In 2009, patient felt she had inadequate pain relief and actually had the stimulator turned off for a time. Patient requested removal, which was done in 2009. Diagnosis or reason for use: chronic back pain.